Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia procedure, when suturing, one suture magnetized to the needle and the other tip of the needle broke off. They opened another suture to complete the case.